Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The customer reports accuracy is within tolerance at 30%. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse advised the customer to set the ventilator at 10cmh2o at 100% o2. The o2 air inlet pressure drops below 40 psi. The pse recommended to perform o2 test on another ventilator to verify stability of the o2 inlet pressure. Part number for the o2 solenoid was provided. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Technical committee chizu respiratory disease. No patient involvement.